Manufacturer narrative:
Device not cleared in us, but similar device is available. The product analysis indicates that initial testing revealed no stimulation. The stim board was replaced. The device was tested and passed manufacturing specifications. The device was updated to current design specifications. This device is used for therapeutic purposes.

Event description:
It was reported that prior to use, the device was not working. The procedure was delayed by 30 minutes. There was no injury reported as a result of this event. Requests for additional information have been made with no response received.